Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. The left ventricular capture management trend data shows threshold measurements of 5.5 volts to greater than 6 volts dating back to (B)(6) 2013. The last measured threshold on 2015-07-17 was 6 volts at 1.5 milliseconds. Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2013. Product ID: 6947-65 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and had unexpected longevity. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had high thresholds. The lead was accidentally severed during the procedure and was partially explanted and replaced. No patient complications have been reported as a result of this event.